Manufacturer narrative:
Initial reporter city, state/province and postal code: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to jejunum to treat a stenosis during a gastrojejunostomy procedure performed on (B)(6) 2021. During the procedure, the hot axios electrocautery did not fully cut the tissue; however, there was blanching of the tissue. Several active cords and generators were attempted but the axios still did not work. The procedure was completed using a different stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was attempted to be implanted for a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
E1: initial reporter city, state/province and postal code: (B)(6). H6: medical device problem code a07 captures the reportable event of cautery delivers energy intermittently. H10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The delivery system was received in position "2". A continuity test was performed using a calibrated multimeter and continuity was confirmed with a resistance of 2.2 ohms. No other issues with the stent and delivery system were noted. The reported event of cautery delivers energy intermittently could not be confirmed as the returned device passed the continuity test. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed trangastric to the jejunum for a gastrojejunostomy procedure. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. " the hot axios stent is not indicated to be placed transgastric to jejunum. Additionally the stent was received partially deployed which is likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, limited the performance of the device and contributed to the stent partial deployment. However, there is not enough evidence to confirm the reported event of cautery delivers energy intermittently; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to jejunum to treat a stenosis during a gastrojejunostomy procedure performed on (B)(6) 2021. During the procedure, the hot axios electrocautery did not fully cut the tissue; however, there was blanching of the tissue. Several active cords and generators were attempted but the axios still did not work. The procedure was completed using a different stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was attempted to be implanted for a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.